Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device device/ location of device: endometrial canal"), device breakage ("a portion of the coil remained with the right fallopian tube") and genital haemorrhage ("abnormal bleeding general") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital hemorrhage since (B)(6) 2012, bloating since (B)(6) 2017, blood pressure low since (B)(6) 2017, right lower quadrant pain, pap smear abnormal and hypercholesterolemia. Concomitant products included eugynon (low-ogestrel) since(B)(6) 2012, levonorgestrel (mirena) and medroxyprogesterone (depo provera) for birth control as well as loratadine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 5 months 25 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain / loss, specify which one: weight gain ") and menstrual disorder ("menstrual cycle"). On (B)(6) 2017, the patient experienced back pain ("back pain"). On (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)"), abdominal pain ("severe upper and lower abdominal pain and cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), allergy to metals ("allergic reaction to the nickel in the device. / nikel allergy"), procedural pain ("painful post-operative recovery"), urinary tract infection ("infection (bladder/ urinary tract/vaginal ) type: uti"), migraine ("migraines"), headache ("headaches"), blood disorder ("blood or heart disorder/condition type:"), cardiac disorder ("blood or heart disorder/condition type"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), ovarian cyst ("other injury(ies) or complication please describe: ovarian cysts."), adnexa uteri pain ("right ovary pain") and pelvic pain ("right pelvic pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) & hysteroscopy) and surgery (salpingectomy (bilateral removal of fallopian tubes) & hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, device breakage, genital haemorrhage, the last episode of menorrhagia, abdominal pain, vaginal discharge, allergy to metals, procedural pain, urinary tract infection, vaginal haemorrhage, rash, headache, blood disorder, cardiac disorder, dyspareunia, back pain, weight increased, fatigue, alopecia, ovarian cyst, adnexa uteri pain, pelvic pain and menstrual disorder outcome was unknown, the dysmenorrhoea was resolving and the vaginal infection and migraine had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, blood disorder, cardiac disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, ovarian cyst, pelvic pain, procedural pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilatral occlusion. On (B)(6) 2017, she had pelvic ultrasound which shows intrauterine device within endometrial canal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device device/ location of device: endometrial canal'), device breakage ('a portion of the coil remained with the right fallopian tube') and genital haemorrhage ('abnormal bleeding general') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on (B)(6) 2017, she had pelvic ultrasound which shows intrauterine device within endometrial canal. Current weight 182 lbs. Previously administered products included for birth control: mirena from 2004 to 2007. Concurrent conditions included bloating since (B)(6) 2017, blood pressure low since (B)(6) 2017, genital hemorrhage since (B)(6) 2012, right lower quadrant pain, pap smear abnormal, hypercholesterolemia and body mass index normal. Concomitant products included ethinylestradiol;norgestrel (low-ogestrel) since (B)(6) 2012 and medroxyprogesterone acetate (depo provera) for birth control as well as loratadine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menstrual disorder ("menstrual cycle") and was found to have weight increased ("weight gain / loss, specify which one: weight gain "), 5 months 25 days after insertion of essure. On (B)(6) 2017, the patient experienced back pain ("back pain"). On (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bleeding menstrual heavy ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)"), abdominal pain ("severe upper and lower abdominal pain and cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), allergy to metals ("allergic reaction to the nickel in the device. / nikel allergy"), procedural pain ("painful post-operative recovery"), urinary tract infection ("infection (bladder/ urinary tract/vaginal ) type: uti"), migraine ("migraines"), headache ("headaches"), blood disorder ("blood or heart disorder/condition type:"), cardiac disorder ("blood or heart disorder/condition type"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), ovarian cyst ("other injury(ies) or complication please describe: ovarian cysts."), adnexa uteri pain ("right ovary pain") and pelvic pain ("right pelvic pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) & hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, device breakage, genital haemorrhage, bleeding menstrual heavy, abdominal pain, vaginal discharge, allergy to metals, procedural pain, urinary tract infection, vaginal haemorrhage, menorrhagia, rash, headache, blood disorder, cardiac disorder, dyspareunia, back pain, weight increased, fatigue, alopecia, ovarian cyst, pelvic pain and menstrual disorder outcome was unknown, the dysmenorrhoea and adnexa uteri pain was resolving and the vaginal infection and migraine had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, blood disorder, cardiac disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, procedural pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and bleeding menstrual heavy to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilatral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received- outcome of adnexa uteri pain updated to recovering / resolving. Medical history, race, weight were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device device/ location of device: endometrial canal"), device breakage ("a portion of the coil remained with the right fallopian tube") and genital haemorrhage ("abnormal bleeding general") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital hemorrhage since (B)(6) 2012, bloating since (B)(6) 2017, hypotension since (B)(6) 2017, right lower quadrant pain, pap smear abnormal and hypercholesterolemia. Concomitant products included eugynon (low-ogestrel) since (B)(6) 2012, levonorgestrel (mirena) and medroxyprogesterone (depo provera) for birth control as well as loratadine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 5 months 25 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain / loss, specify which one: weight gain ") and menstrual disorder ("menstrual cycle"). On (B)(6) 2017, the patient experienced back pain ("back pain"). On (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual pain /dysmenorrhea (cramping)"), abdominal pain ("severe upper and lower abdominal pain and cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), allergy to metals ("allergic reaction to the nickel in the device. / nikel allergy"), procedural pain ("painful post-operative recovery"), urinary tract infection ("infection (bladder/ urinary tract/vaginal ) type: uti"), migraine ("migraines"), headache ("headaches"), blood disorder ("blood or heart disorder/condition type:"), cardiac disorder ("blood or heart disorder/condition type"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), ovarian cyst ("other injury(ies) or complication please describe: ovarian cysts."), pelvic pain ("right pelvic pain") and adnexa uteri pain ("right ovary pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) & hysteroscopy) and surgery (salpingectomy (bilateral removal of fallopian tubes) & hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, device breakage, the last episode of menorrhagia, abdominal pain, vaginal discharge, allergy to metals, procedural pain, genital haemorrhage, vaginal haemorrhage, urinary tract infection, rash, headache, blood disorder, cardiac disorder, dyspareunia, back pain, weight increased, fatigue, alopecia, ovarian cyst, pelvic pain, adnexa uteri pain and menstrual disorder outcome was unknown, the dysmenorrhoea was resolving and the vaginal infection and migraine had resolved. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, blood disorder, cardiac disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, ovarian cyst, pelvic pain, procedural pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilatral occlusion. On (B)(6) 2017, she had pelvic ultrasound which shows intrauterine device within endometrial canal. Most recent follow-up information incorporated above includes: on 25-may-2018: reporter added & patient demographic updated. Concomitant drug were added. Updated suspect drug indication. Added events abnormal bleeding general, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) , rashes or skin conditions type: rashes, migraines, headache, blood or heart disorder/condition type, migration of essure device location of device: endometrial canal, dyspareunia (painful sexual intercourse), back pain, weight gain / loss, specify which one: weight gain, fatigue, hair loss, ovarian cysts, right ovary pain, right pelvic pain and menstrual cycle. Updated events, onset date and outcome. On 29-may-2018: fu1&2 process together. Plaintiff's information, updated suspect drug indication. Concomitant condition, laboratory data were added. Event a portion of the coil remained with the right fallopian tube from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe upper and lower abdominal pain and cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), allergy to metals ("allergic reaction to the nickel in the device.") And procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a surgery to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, abdominal pain, vaginal discharge, allergy to metals and procedural pain outcome was unknown and the vaginal infection had resolved. The reporter considered abdominal pain, allergy to metals, device dislocation, dysmenorrhoea, menorrhagia, procedural pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results: on (B)(6) 2011, hysterosalpingogram was performed but no result was provided. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.